Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation cosmetic depression and visual analysis was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report his physician informed him that his echocardiogram showed a large tissue mass or blood clot on the lead. The lead remains in use. No patient complications have been reported as a result of this event.